Manufacturer narrative:
Correction: serial number updated to proper value. The reported issue was found to have occurred on a non-clinical use system that would not be used on a patient. An initial MDR should not have been filed on the reported as no software anomalies were found in regards to the reported issue.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts were returned to the manufacturer for evaluation and no parts were replaced.

Event description:
A medtronic representative reported that outside of a procedure, the image acquisition system (ias) displayed "initializing please wait". The umbilical cord was disconnected and the application and pendant were rebooted up with no resolution. There was no patient present when this issue was identified.